Event description:
It was reported that the patient's implantable cardioverter defibrillator inappropriately went into back-up operation. The device was reset to nominal settings. There were no patient consequences.